Event description:
It was reported the basket of this stone retrieval device detached in the patient during a therapeutic stone retrieval procedure. No patient sequelea resulted from this event. No further information regarding the circumstances surrounding this event or retrieval details are available.

Manufacturer narrative:
The device was not received by the manufacturer. Without the device and without further details regarding the circumstances surrounding this event, we are unable to determine the cause for this event. Our directions for use state: "caution: if resistance is encountered during advancement or withdrawal of the device, do not exert excessive force".